Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy in the intrahepatic tract.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the intrahepatic tract procedure performed on (B)(6) 2025. During the procedure, the positioning of the prosthesis went smoothly. However, when unlocking was performed the collar did not deploy, making it not possible to deploy the stent. Attempts to implant 0.35 and 0.21 guides have been made, without success. The procedure was completed using a 10x10mm axios inserted into the intrahepatic tract successfully. There was no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy in the intrahepatic tract. H11: an axios stent and electrocautery enhanced delivery system was returned for analysis. The device returned with the delivery system in position 4 and the axios slider slightly separated. The outer sheath was found twisted and still attached to the slider, but the slider moved freely, suggesting a broken outer sheath inside the handle. With the catheter fully extended from the handle, sheath torque marks begin 9.3 cm from the luer and end by 13 cm, 5 torque marks were found. Functional inspection related to the deployment of the stent was not able to be performed; however, the sheath was cut and the stent manually deployed without issue or resistance. There was a slight kink in the inner sheath. The sheath was disassembled to visually inspect the break in the outer sheath. The edges of the break show evidence of a ductile fracture. The distal side of the break has evidence of stretching. Additionally, a functional test in advancing the guidewire was conducted and the device was loaded using the guidewire, it exited at the tip of the nosecone without any issue. No other issues were found with the stent or the delivery system. Product analysis confirmed the reported event of stent failure to deploy based on the condition the delivery system was returned. The investigation concluded that the additional observed damages on the delivery system indicate the handle was twisted during use, which prevented the outer sheath from being able to move during deployment. Thus, the device was used in a manner inconsistent with the instructions for use. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The stent failed to deploy because the instructions for use were not followed. The reported event of device difficult to advance guidewire could not be confirmed as the device was loaded using a guidewire, and it exit at the tip of the nosecone as expected. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is failure to follow instructions. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the instructions for use. The IFU states: "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.". However, after the device analysis it was found that the handle was twisted during use and also the outer sheath was found twisted, which create the detachment of itself, and prevented the outer sheath from being able to move during deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the intrahepatic tract procedure performed on (B)(6) 2025. During the procedure, the positioning of the prosthesis went smoothly. However, when unlocking was performed the collar did not deploy, making it not possible to deploy the stent. Attempts to implant 0.35 and 0.21 guidewires were made, but this was unsuccessful. The procedure was completed using another 10x10mm axios that inserted into the intrahepatic tract successfully. There was no patient complications reported as a result of this event. Patient history: it was noted that the patient has a history of cholecystectomy.